Event description:
The reporter stated that the surgeon inserted a cc4204bf one-piece collamer lens. The lens suck in the cartridge prior to insertion into the eye. No pt contact or injury. This is one of two lens used for the same pt. Please reference 2023826-2004-00148. Add'l info has been requested from the user facility, but none has been forthcoming. If add'l info is rec'd a supplemental med watch shall be sent.